Event description:
From staff: cor knot device being used during mitral valve repair by dr. Rn was notified by the field that the cor knot device cut the suture without crimping and the small cor knot piece, which tightens the suture around the valve, was stuck in the device itself. Removed the cor knot deployed from the field and opened a new one. The defective device was saved with it's box and double wrapped in biohazard bags.